Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective and objective lens broken. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
There is a misty dot in the center of the image. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.